Event description:
The customer reported to customer service that the power supply housing for her breast pump came apart and the wires inside came out.

Manufacturer narrative:
The customer was sent a replacement power supply. In f/u with the customer, she indicated that the issue began when she tripped over the cord while pumping. Customer stated she did not witness any spark, fire, flame, smoke, and no injuries were received as a result of the issue. Customer did state that the cord was loose at the base of the housing but no wires were exposed. The product involved in the complaint was not returned for eval/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. However, the customer stated that the housing came apart exposing the wires inside, which is a safety risk. Should additional info or the original product be received, resulting in new, changed, or corrected info, a f/u report will be filed at that time. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continue to be monitored.